Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced post-meal hyperglycemia after dinner despite announcing the meal, followed by nocturnal hypoglycemia attributed by the user to pump overcorrection while using the ilet, and the user requested reassignment to a different trainer; additional training was offered to troubleshoot and adjust therapy settings as needed. Symptoms included high and low glucose episodes and irritability. Outcomes included the need for additional training. Investigation included collection of blood glucose information and follow-up to assess use and therapy parameters. Investigation of this case revealed an unclear cause for the alternating hyperglycemia and hypoglycemia, with no device component malfunction reported and consideration that user training and pump adjustments might address the issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear and further training was warranted. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.